Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. The download data contains rotation sensor errors. Inspection of the device found no damages or deficiencies that would cause the rotational sensor error. The rotational sensor malfunction prevented the cannula from deploying. The device successfully deployed after manual manipulation of the ratchet gear.